Event description:
Nurse of the hospital reported in her email that dr, head of the department, was performing a surgery procedure. During this procedure he has problems with the cable. Whilst straining the cable between 20 to 25 kg the cable slid though the cable tensioner. No adequate tension was possible. He took a counter-clip to produce the tension what was needed. Finally, he could complete the surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.